Manufacturer narrative:
Zimvie complaint number (B)(4). The following fields have been updated: b4: date of this report. B5: describe event or problem. G3: date received by manufacturer. G6: type of report. H1: type of reportable event. H2: follow up type. H3: device evaluated by manufacturer. H6: adverse event problem. H10: additional narrative. Based on the investigation results, the returned implant has signs of use, was observed attached to an apparent mount, and was identified as a third party implant, and not from zimvie dental. On april 4, 2025 sales representative confirmed by email that doctor was informed about their mistake. After additional information was received on apr 4, 2025, it was determined that this event no longer meets the criteria of a malfunction that if it were to recur would cause or contributed to a death and / or serious injury. This is a third party product. As a result, the prior submission for MFR- 0001038806-2025-00580 submitted on mar 17, 2025 is no longer considered a reportable event by the manufacturer and no further report will be submitted for this event.

Event description:
According to inspections results the implant was identified as a 3rd party implant. On 04 apr 2025 sales representative confirmed by email that doctor was informed about their mistake.

Event description:
Doctor reported fracture of buccal wall at tooth site 24 during placement. No other implant was placed to finish the procedure.

Manufacturer narrative:
Zimvie complaint number (B)(4). E1: phone #: (B)(6).